Event description:
The customer reported that on (B)(6) 2018 it was observed that when they perform a backup during replenishing of wash buffer by the iarm, the wash buffer continues to be replenished even if the wash buffer bottle is full. Customer states that they get an error code of 3901 (arm stop request) and the iarm displays error code 0003 waste water pressure error. The issue occurred on instrument the architect (B)(4) at software version (B)(4). There was no reported impact to user safety or patient management.

Manufacturer narrative:
Complete information for correction/removal number rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).